Event description:
On 9/3/98, following a intravascular procedure, an angio-seal device was placed in a pt's right groin. Immediately post-deployment, the pt complained of pain, an ooze was noted and manual pressure was held until hemostasis was achieved (time unk). The pt was discharged on 9/4/98. On 9/5/98, the pt experienced claudication and the symptoms continued to progress over the month. On 10/22/98, an abdominal angiogram revealed a 99% stenosis of the right common femoral artery, also noted was markedly decreased pulses in the right lower extremity from the femoral to the foot. On 10/23/98, surgery was performed which included reversed saphenous vein right common femoral artery end-to end replacement with good return of pulses. "Diffuse atherosclerotic changes were noted to the accompanying external iliac, femoral and proximal superficial femoral and profunda femoris vessels." The pt was discharged on 10/26/98 with no further sequelae. As of 4/19/99, there has been no further report to the MFR of complication or add'l pt sequelae.